Event description:
During a da vinci si surgical procedure, the user facility reportedly identified a blade on the vessel sealer instrument was not returning to the housing. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was received and evaluated. Engineering performed visual inspection of the instrument and confirmed an exposed blade between the instrument's grips. There was also some bio debris within the blade tracks, possibly affecting the blade travel. Additional damage found not reported by the customer were broken cables. Two drive cables were sticking out at the distal end of the snake wrist. Wrist motion will not be intuitive due to the cable breakage. Snake wrist discs did not exhibit any obvious damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.